Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter alleged that the cs 054 call service alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/04/2015 with the following findings: a review of the pump¿s black box data revealed multiple cs 054 call service alarms. The pump powered on with two beeps to a blank display. The pump was loaded with new software code, and the pump was then able to power on with 3 beeps. The display screen remained blank. Unrelated to the initial complaint, the pump was opened and no damage was observed to the display screen. The display flex failed. The pump was replaced with a test display screen, and the pump powered on to a functioning display screen. Also unrelated, the keypad cover was torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.